Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) discussed reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.